Manufacturer narrative:
Concomitant medical products: product ID: 3888-45, lot#: va1zp60, implanted: (B)(6) 2020, product type: lead. Other relevant device(s) are: product ID: 3888-45, serial/lot #: (B)(4), ubd: 07-may-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins). The rep stated that the patient had a fall in mid-april and since that time the patient was not getting sensation that was provided on the 12 to 15 lead/had a loss of therapeutic effect. The rep stated that they ran impedances, but they did not check the 12 through 15 electrode impedances. It was reported that the doctor believes the lead was fractured, but technical services advised that they need to look at impedance values and imaging to understand if that was accurate. The patient was coming back this thursday. The rep stated that the other contact pairs were with in the 500 to 1500 ohm range. The event occurred in apr-2020. No further complications were reported/anticipated.

Event description:
Additional information was received. It was reported the lead was confirmed not to be fractured. The lead was tested by interrogating ins and troubleshooting, testing impedances. All impedances were in good standing. New leads were implanted on (B)(6) 2020, the old leads were disconnected and abandoned. It was confirmed the loss of therapeutic effect and lead issue had been resolved. No further complications were reported or anticipated.

Manufacturer narrative:
Continuation of d11: product ID: 3888-45, lot# va1zp60, implanted: (B)(6) 2020, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.